Event description:
A report was received that a patient was explanted. The ipg was working properly, however, it was bulging in the patient's skin making it uncomfortable for her. The physician explanted the patient's ipg and lead, and lead extension. The patient is reportedly doing well.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 220 mg/dl, 180 mg/dl and 111 mg/dl back to back within 10 minutes on the compact plus system. Reporter did not take any additional medications or actions based on the varied readings, but took her medications as normal. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.